Event description:
It was reported that during a laparoscopic nephrectomy, during transection of the renal artery, the device cut but did not staple with the white reload. The case was converted to an open procedure and a vascular surgeon was called in to make the repair.

Manufacturer narrative:
Date sent: 03/06/2009. Information anticipated, but unavailable at this time.